Event description:
It was reported during an atrial fibrillation (afib) procedure, the c3 navigational variable lasso catheter was connected to the carto 3 system¿s patient interface unit (piu). Right after this catheter connection, all the signal channels were influenced. All the signals fluctuated including the body surface (bs) signals and the intra cardiac (ic) signals. The connection cable was changed with no difference. The catheter was then exchanged. There was no patient injury reported in this case. Upon request, the bwi field representative provided additional information on the event. All the body surface (bs) ECG¿s and intracardiac (ic) signals on both the carto 3 system and the ep recording system were lost at the same time. The procedure was completed with a new lasso navigational catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported during an atrial fibrillation (afib) procedure, the c3 navigational variable lasso catheter was connected to the carto 3 system¿s patient interface unit (piu). Right after this catheter connection, all the signal channels were influenced. All the signals fluctuated including the body surface (bs) signals and the intra cardiac (ic) signals. The connection cable was changed with no difference. The catheter was then exchanged. There was no patient injury reported in this case. Upon request, the bwi field representative provided additional information on the event. All the body surface (bs) ECG¿s and intracardiac (ic) signals on both the carto 3 system and the ep recording system were lost at the same time. The procedure was completed with a new lasso navigational catheter. The returned device was visually inspected upon receipt and it was found in normal conditions. Then per the event, catheter was tested for electrical resistance and current leakage and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.